Manufacturer narrative:
Product ID 3889-28, lot# va0haz8, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect which was reported as unknown and less than 50 % therapy relief. The location of symptom was at lead location. It was noted that reprogramming was performed. They had a new lead scheduled on (B)(6) 2015. It was further reported nine days later that the patient had fallen last (B)(6) and damages their implantable neurostimulator (ins). They fell again on (B)(6) and began experienced a shocking sensation in the pocket, so the device was shut off. The patient falls were happening while patient was sleeping walking. The health care provider (hcp) changed their migraine medication which has stopped the sleepwalking and subsequent falls. Impedance test were all within normal range in pre-operation. Upon visual inspection of the battery, the titanium was dented and the header had fluid in it. The hcp tested the lead with the jhook cable and got appropriate responses. It was confirmed that the lead had not migrated by comparing a fluoro image from the implant date. The new battery was placed and left in the dwelling lead. The patient was doing well post implant. It was noted that the ins will be returning to the manufacturer.